Event description:
It was reported, the customer received a motor error alarm during a prime. Customer stated their insulin pump was not exposed to a high magnetic field. It was also found a motor error alarm occurred during troubleshooting for a fill cannula. The customer's blood glucose was 118 mg/dl. Customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.